Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the high impedance continued, a fracture was suspected and there was oversensing. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported by the clinician that the patient, who was new to the clinic, has high intermittent right ventricular pace sense impedance measurements going back over one year. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter), the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range, and the impedance trend on the rv (right ventricular) pacing lead was rising. There have been three ventricular sensing integrity counts (sic) with a cumulative of 47 sic. A right ventricular pacing impedance spike to 2470 ohms had occurred and since then the impedance has shown varying measurements between 342 ohms and 1881 ohms.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not be determined that this device performed as described in the field action. (B)(4).

Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed and no anomalies were found, it was noted the distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth and the helix of the lead became extrinsically distorted due to pulling/stretching/overstress. Visual summary analysis of the lead indicated apparent explant damage and indicated stretching. It was further noted that the lead was returned with the helix fully extended and stretched out of specification and tissue was visible in the helix. Performance data collected from the device indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range, the impedance trend on the rv (right ventricular) pacing lead was rising, and indicated oversensing due to non-physiologic signals/sic (sensing integrity counter), this device was included in that field action, but returned product testing found the device did not perform as described in the field action.

Event description:
Additional information received reported that the right ventricular (rv) pacing impedance continues to fluctuate and that there is also an increase in capture threshold. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.